Event description:
It was reported that the procedure was to treat a lesion in the right femoropopliteal artery. The absolute pro stent was implanted; however, angiography showed stent occlusion with a surrounding collection, while positron emission tomography stent uptake values were increased. Therefore, the stent was explanted, and the patient's leg was amputated above the knee. The infection was treated with medication. The patient remained asymptomatic after 3 months. Additional information can be found in the case study article, " defying the odds: infection of a peripheral bare metal stent"

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. A conclusive cause for the reported obstruction/occlusion and unspecified infection and the relationship to the product, if any, cannot be determined. The treatment(s) appears to be related to the operational context of the procedure. The reported patient effect(s) of obstruction/occlusion and unspecified infection are listed in the absolute pro peripheral stent system instructions for use as potential complications. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Literature attachment: article, titled "defying the odds: infection of a peripheral bare metal stent."